Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site.

Manufacturer narrative:
Additional information was received that the patient was explanted due to pain and no longer wanting the device. Explanted ipg will not be returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site.